Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump reset unexpectedly. Blood glucose level was 64 mg/dl. Reportedly, the customer loaded a new cartridge and resumed insulin delivery to address the issue.